Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once the product is returned and investigation is completed. Note: the customer was reportedly attempting to use expired test strips with her meter (test strip lot #: 41465, expiration date: 31-mar-2008).

Event description:
The customer's son reported the customer received an error-6 and error-7 display messages on her blood glucose meter on (B) (6) 2010 approximately at 4 a.m., and as a result the customer was unable to test. The customer reportedly experienced symptoms of sweatiness, became incoherent, and then lost consciousness and had a seizure. The paramedics were called and arrived at the customer's address within five minutes when they checked the customer's blood glucose level and obtained a reading of 31 mg/dl (4:05 a.m.). It was additionally reported the paramedics gave to the customer "some sugar water" and administered an intravenous medication (unknown). The customer was then transported to a medical facility where she was diagnosed with hypoglycemia and continued to be treated with an intravenous medication (unknown). There was no report of death or permanent impairment associated with this event.